Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 9 of 9 mdrs filed for the same patient (reference 1825034-2016-03321 / 03322 / 03323 / 03324 / 03325 / 03326 / 03327 / 03330 and 1825034-2016-01224).

Event description:
Patient underwent a hip revision approximately 30 days post-implantation due to the acetabular cup rotating inferiorly. Op report states that a seroma and adhesion tissue were removed. The femoral head and acetabular cup were removed and replaced.